Event description:
A malfunction alarm with the code "malf 0" was reported by the customer. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.